Event description:
It was reported that the patient's right ventricular lead was causing discomfort due to diaphragmatic stimulation. X-ray was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient was stable.